Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-02311. The pt has a thoracic scs system and a ons system (off-label). The pns system includes an ipg and two occipital leads (from the same lot). It was reported, the pt lost stimulation for her pns system and the ipg was unable to communicate with her external devices. Replacement external devices were unable to resolve the issue. The pt stated, she last charged the ipg on (B)(6) 2013. It was also reported, one of the occipital leads had migrated. Surgical intervention will be undertaken to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.